Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit showed that patient was awake when patient was clearly asleep. There was no patient harm reported.